Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the pulse generator was explanted due to the infection. No further information was available.